Manufacturer narrative:
Device was used for treatment, not diagnosis. Schmelzeisen, r and et al. (2009). Patient benefit from endoscopically assisted fixation of condylar neck fractures - a randomized controlled trial. J oral maxillofac surg, 67,147-158. This report is for unknown miniplate /unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature schmelzeisen, r and et al. (2009). Patient benefit from endoscopically assisted fixation of condylar neck fractures - a randomized controlled trial. J oral maxillofac surg, 67,147-158. A prospective, randomized controlled, multicenter trial to quantify the patient benefit after open reduction and internal fixation of condylar mandible fractures was performed using endoscopically assisted treatment compared with surgical treatment using nonendoscopic extraoral approaches. A total of 74 patients were recruited between 2003 and 2006; the nonendoscopic extraoral group included 34 patients and the endoscopically assisted open reduction group included 40 patients. The median patient age was 27 years (range 18 to79) in the open reduction internal fixation (orif) group and 26 years (range 19 to 85) in the endoscopic group. Of the 74 patients, 28 (82%) and 32 (80%) were men in the (orif) and endoscopic group. The treatment of condylar mandible fractures with a minimal invasive endoscopically assisted technique is reliable and may offer advantages for selected cases, particularly concerning the lower occurrence of facial nerve damage. This is report 1 of 2 for (B)(4). This report is for an unknown miniplate and refers to following adverse events: one patient had unsatisfactory reduction, and reoperation was indicated. One patient had non-union and was the direct consequence of an inadequate reduction. Ten (10) (orif) patients and 5 endoscopic patients experienced at least 1 complication during the follow-up period. All 10 postoperative complications in the (orif) group and most 4 in the endoscopic group occurred during the first 12 weeks. For the (orif) group, pain was reported postoperative for 5 individual cases. The postoperative problems for the endoscopic patients included a technical problem that led to inadequate reduction, 1 patient in the first 12 weeks followed by nonunion at the 1-year follow-up visit. One patient in (orif) had facial nerve damage and after 1-year of examination patient was partially recovered from this complication. Immediately after surgery, one (orif) patient also did not recover from the postoperative palsy, which had originated from a left frontal bone fracture and not the condylar neck trauma. At the 8- to 12-week follow-up visit, facial nerve damage was reported for the first time in another 5 (orif) patients, 3 of whom had not recovered by 1 year. A final (orif) patient was reported with facial nerve palsy at the 1-year follow-up visit, and no additional information was available after this last examination.